Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted. Additional, changed, and/or corrected data: a.2; b.3; b.5; b.6; d.1; d.2; d.4; d.6; g.5; h.4; h.6.

Event description:
Healthcare professional reported left side capsular contracture baker grade iii and folds. The device remains implanted.

Manufacturer narrative:
The event of capsular contracture is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: capsular contracture baker grade unknown.

Event description:
Healthcare professional reported unknown side capsular contracture baker grade unknown. The device remains implanted.